Event description:
The customer reported a blood leak in collect tubing that occurred during a treatment procedure. Customer reported a prime 1 alarm had occurred, and she had followed the on-screen prompts to successfully clear the alarm and start the patient treatment. Two system pressure alarms then occurred at about 200 ml whole blood processed. Customer reported that she followed the on-screen prompts, and removed and checked the bowl, then reseated the bowl in the bowl holder, to try to resolve the system pressure alarms. Customer then noticed a blood leak at the collect tubing loop, the treatment was aborted. Customer could not see the exact point of the blood leak in the tubing. No blood was returned to the patient after the leak was discovered. Customer estimated less than 100 ml blood was not returned to the patient.

Manufacturer narrative:
Batch record review: a review of the lot file for a331 shows no non conformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a331 was performed. There was 1 complaint reported for tubing leaks to date for this lot. The assessment is based on information available at the time of the investigation. The root cause could not be determined based solely on the information provided by the customer. No product was returned by the customer for investigation. (B)(4).